Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive was installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the systems hard drive was not able to save images and therefore had data loss. There is no report of injury or death associated with the event described in this complaint.